Event description:
The customer reported that the system would not perform fluoroscopy. This resulted a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ffb (fluoro functions pcb) was evaluated and replaced, and the nodes were reloaded. The system was tested and found to be working as intended and returned to service.